Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced no symptoms. An x-ray was performed that the pump confirmed the pump was flipped. The pt was following up with the surgeon for possible pocket revision. The physician was able to manually flip the pump and performed the refill. Multiple x-ray of the catheter confirmed the catheter was not coiled. The pt was instructed to wear an abdominal binder to keep the pump stable and prevent further flipping.